Event description:
It was reported that the customer received a button error alarm on the insulin pump. Customer's blood glucose level was 114 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all of the buttons function properly. However, moisture damage was found on keypad traces. No button error alarm and no moisture damage inside pump noted. The insulin pump has minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.